Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an infusion set bent cannula issue event on (B)(6) 2026. The insertion site was the abdomen and the issue occurred on the first day of insertion. The blood glucose level was high and assistance was provided by the mother by correction was administered via the pump. No further information available.